Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code - proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the returned provisional identified signs of repeated use (nicked/gouged) and the post feature had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface provisional fractured over the course of normal use during knee arthroplasties. No adverse events were reported as a result of this malfunction.